Event description:
It was reported that during a da vinci-assisted gastrectomy distal surgical procedure, the customer encountered a recoverable error. The customer stated that when the surgeon recovered the error, the universal surgical manipulator (usm) #1 turned off and it had no lights. Prior to calling in, the customer had rebooted the system and proceeded with the procedure. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and noted 25730 errors on usm 1. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error code and replaced the universal surgical manipulator (usm) #1 to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The reported issue was confirmed in the logs and also replicated. The unit was tested in an in-house system in normal mode and it triggered error 31226. The unit was tested on a test platform, and it failed in the fiber test. As a fix, the clock spring, parallelogram, and rolling loop fiber assemblies will be replaced. The complaint regarding repeated errors was confirmed based on the field evaluation/failure analysis, which indicates that the device did contribute to the customer-reported issue. The root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: a usm was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.